Manufacturer narrative:
D10 concomitant product: aas00161-20, aas00161-20 us superd navigation system (serial#unknown) pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Electromagnetic navigation bronchoscopy versus virtual bronchoscopy navigation for improving the diagnosis of peripheral lung lesions: analysis of the predictors of successful diagnosis / yojiro yutaka, toshihiko sato, masahide isowa, yoshitake murata, satona tanaka, yoshito yamada, akihito ohsumi, daisuke nakajima, masatsugu hamaji, toshi menju, toyofumi fengshi chen-yoshikawa, hiroshi date / surgery today (2022) 52:923¿930 / https://doi.org/10.1007/s00595-021-02398-z / published online: 27 october 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to a retrospective literature source of a study performed between february 2016 and december 2019 to compare the results of 100 patients who underwent the electromagnetic navigational bronchoscopy-transbronchial lung biopsies (tblbs) with those of 50 vir tual bronchoscopy navigation (vbn)-tblbs at a single institution. The first 35 patients underwent electromagnetic navigational bronchoscopy (enb) without fluoroscopy guidance two of whom (5.7%) required thoracic drainage for pneumothorax. Fluoroscopic guidance for targets near the pleural surface were used to the remaining 65 patients to minimize risk. Only two of whom (3.1%) had pneumothorax.